Event description:
It was reported to philips that during the self-test of the defibrillator, there was a malfunction alarm of the treatment board button, and the self-test failed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the test and prompted "therapy disabled". However, after checking with the customer, it was confirmed that the reported problem was actually that the ECG (electrocardiogram) failed the self-test. There was no patient involvement at the time the issue was discovered. Analysis was performed by the customer the only. Based on the results of the analysis provided by the customer, the reported problem was confirmed, the cause of which was determined to be due to a cable failure. The root cause of the component failure could not be determined. The issue was resolved by replacing the ECG trunk cable and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.